Event description:
It was reported that the atrial lead exhibited noise. Noise was obvious during myopotential testing especially when the patient touched right shoulder with left hand. Review of the stored egms revealed auto mode switching episodes caused by noise. P-waves decreased form 3.9 mv to 1.8 mv. Atrial threshold was below 1v, 0.5 ms. A lead revision is being considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.